Manufacturer narrative:
During processing of this compliant, attempts were made to obtain complete event, pt and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: device stuck. Time of device malfunction: after the procedure. Symptoms/ae: none. It was reported that a cath lab technician trained in the use of the starclose device completed an arteriotomy closure after a diagnostic procedure. The device reportedly got stuck in the pt; however, the technician was able to remove the device and hemostasis was achieved with the clip. It was noted that at the distal tip of the delivery tube, one of the slits had a protruding piece of unk metal. There were no reported adverse pt sequelae. Though requested, no additional information was available.